Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device delayed charging multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device and battery were returned to zoll medical canada for evaluation. The customer's report was observed and attributed to a depleted battery. The device was put throught extensive testing with a known good battery and delivered shocks without any issue. Evaluation of the returned battery showed a low charge and that the battery required calibration. The device was recertified and returned to the customer. Review of the activity log showed the device powered on at 08:59:43 using battery power only. At 08:59:51, a 'battery calibration required' message was recorded, indicating the battery needed calibration to maintain accurate performance and reliable operation. The customer was contacted and indicated the battery was 3-4 years old. The battery was replaced. Battery management has been reviewed with the customer to reduce the probability of the circumstances surrounding the report. Analysis of reports of this type has not identified an increase in trend.